Event description:
Hemocue (B)(4) received a complaint on hemocue glucose 201 from a u.s. Customer. The hemocue glucose 201 system was reported getting low readings during pt testing. The reading results given by the customer were 20 mg/dl and then 80 mg/dl when retesting. No comparisons to other methods were made. No pt impact was reported by customer.

Manufacturer narrative:
Lot# 1303505. The low measurement reported by the customer was assessed to potentially pose as a safety risk if it were to reoccur. A recall class ii has been initiated and reported to the FDA, see 3003044483-07/08/2013-001-r. Investigation: investigation was performed on archived samples since no microcuvettes were returned by the customer. Review of batch documentation (DHR), lot 1303524: nothing remarkable found. Five planned deviations, not related to the problem, were effective during the time of production of lot 1303524. Review of batch documentation (DHR), lot 1303505: nothing remarkable found. Two planned deviations, not related to the problem, were effective during the time of production of lot 1303505. Inspection of single packages: the single-packages from archive samples were inspected with regards to marks from the knife cutting the desiccant. All of the packages shown these marks. Analysis of microcuvettes with blood: microcuvettes were analyzed with whole blood. Some microcuvettes are measuring too low compared to reference cuvettes. Conclusion: the malfunction found is damaged single pack pouches related to the production process. Damaged single pack pouches may cause very low glucose results if pouches are exposed to moisture. Actions taken: remedial action: the customer has been replaced with correct products and the affected lot has been withdrawn from the field. (Correction and removal 3003044483-07/08/2013-001-r). Correction: a design change was implemented in the production process consisting of a "mechanical resistance when cutting the desiccant in the single packaging process. Corrective and preventive actions are handled within the hemocue CAPA management process.